Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was successfully interrogated and upgraded to MRI software; however, the identification of the device via the on-site programmer was then unavailable. Following a magnet reset, the device was able to be discovered and connected via the programmer. No further troubleshooting required and to date, the device remains implanted and in service without further complications.